Manufacturer narrative:
This adverse event was reported by the patient where no device malfunction was reported or implied, the images provided did not confirm the event . Review of the reported event noted this was the result of a surgeon technique issue and not related to any nuvasive device however no details were provided. No device information was provided and no device failure reported so a manufacturing review is unable to be completed and a labeling review is unable to be completed. The limited amount of information provided indicates this was the result of a inadvertent surgical error and not related to nuvasive device functionality.

Event description:
On (B)(6) 2016, a patient underwent an extreme lateral interbody fusion (xlif) at l2 to l4. Shortly following the procedure the patient reported experiencing a large incisional flank hernia, hip leg groin pain  relating to the incision made during an xlif procedure. Required surgical intervention included multiple incisional hernia repairs but still experiencing awful side leg and groin pain. The complaint relates to a technique issue rather than hardware failure no device will be returned.